Event description:
Same case as MDR ID#: 2134265-2012-00561. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% stenosed target lesion was located in the severely torturous and severely calcified left circumflex artery. Ablation was successfully performed using a 1.50mm rotalink plus burr. To continue the procedure, the 1.75mm rotablator rotalink plus burr was prepped. During preparation of the second burr outside of the patient, the 325cm floppy rotawire guide wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the same 325cm floppy rotawire guide wire was used with both the 1.50mm rotalink plus burr and the 1.75mm rotalink plus burr.

Manufacturer narrative:
Device evaluation by manufacturer: the rotalink plus unit was received for analysis. Visual analysis revealed that the catheter unit was not connected to the advancer unit. Additionally, it was observed that a partial guide wire was inserted into the catheter unit. This guide wire was removed from the device without issue. The catheter unit was attached to the advancer unit and a tug test was performed to examine the integrity of the handshake connection. A connect/disconnect test was also performed. No issues were noted with the handshake connectors of the rotalink plus unit. An attempt was then made to wire guide the burr unit using a control guide wire. Resistance was met in the annulus of the burr. Microscopic analysis was then performed which revealed that the burr annulus was misshapen. The damage to the burr was consistent with the burr coming into contact with the wire. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was then performed to analyze the cutting action of the burr and the cutting action was found to be acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states ''never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip.'' Therefore the root cause classification is user related. (B)(4).